Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3142029 showed that (B)(4) units were manufactured, tested, inspected, and released in november 2015 citing no exception documents.

Event description:
Breaking off the spike from tubing, it was detected when the product attached to chemo drug bag and during infusion. Unprotected chemo exposure but no adverse patient/clinician consequences reported.

Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3142029 showed that (B)(4) units were manufactured, tested, inspected, and released in november 2015 citing no exception documents. Visual inspection: one new and one used 041-ch-12 bag spike were returned for investigation. The new 041-ch-12 bag spike was opened and the bond between the spike and adapter tubing was inspected and found to have obvious gaps in the solvent application. Final analysis summary: the new as well as the used 041-ch-12 bag spikes showed evidence of an insufficient bond between the adapter tubing and the spike. Manufacturing informed of the issue. ICU medical will monitor and trend.

Event description:
Complaint regarding one 041-ch-12, report states breaking off the spike from tubing, it was detected when the product attached to chemo drug bag and during infusion. Unprotected chemo exposure but no adverse patient/clinician consequences reported.